Manufacturer narrative:
Other contact phone number: (B)(6). Correction: h6(medical device ¿ problem code). Updated field: b4, b5, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that pneumatic interface module was defective and needed to be replaced. The fse carried out the replacement of the pneumatic interface module. After replacement, testing was performed. All manifold tests passed. The machine is functioning normally.

Event description:
It was reported that during pre use check by nurse that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement reported.

Event description:
It was reported that before use, cardiosave intra-aortic balloon pump (iabp) had auto fill failled. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter- (B)(6). A supplemental report will be submitted upon completion of our investigation.